Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the issue to be due to a failure of the backlight inverter assembly. The backlight inverter assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use. Further component cause of the reported issue was not determined.

Event description:
It was reported that the device screen was faded white/gray color and it would lock up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the issue to be due to a failure of the backlight inverter assembly. The backlight inverter assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use. Further component cause of the reported issue was not determined. (B)(4). Physio-control evaluated the device and verified the reported display issue but was unable to verify the reported lock up problem. Physio determined the cause for the display problem to be due to a failure of the backlight inverter assembly. The backlight inverter assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use. A conclusive cause for the reported lock up failure was not determined.